Event description:
It was reported that a patient presented to remotely via merlin.net. Review of the transmission revealed oversensing event on their right ventricular (rv) lead. On (B)(6) 2022, an x-ray way performed and the rv lead was found dislodged. On (B)(6) 2022, the physician elected to reposition the rv lead. There were no patient consequences before, during, or after the procedure.